Event description:
It was reported that when using the bd pyxis¿ anesthesia station es gp3-anor3 biometric identifier was not working for fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fingerprint reader failure. A field service engineer checked device manager and found that the fingerprint reader driver was missing. The fse reinstalled the fingerprint reader driver, which resolved the issue, and removed the hidden bluetooth driver 2 that could have caused intermittent fingerprint reader functionality. The customer tested the device and confirmed it was working without any issues. The system functioned as intended after the field service engineer repaired the device.